Manufacturer narrative:
Reported as capsular contracture which has now been moved to related record and this has been captured as no complaint. Need to unreport. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no complaint against the device.

Event description:
The previously reported event of capsular contracture was reported through a biopsy medical report which relates to the breast implant that replaced the tissue expander on record. There is no complaint against the device. This record is no longer reportable to the FDA and will be un-reported.